Event description:
A pixel issue on the pump display was reported, affecting the customer's ability to interact with the device. There was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump and instructed the caller on various steps, including putting the pump into storage mode and returning it to tandem using a pre-paid label. The replacement pump was sent. Customer will continue to use current pump.